Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that there were stored untreated and treated episodes due to t-wave oversensing and double counting. Further review found that there was double counting of the t waves both in primary and secondary vectors and low r wave amplitudes. It was noted that the electrode was not in the same anatomical position as originally implanted. The electrode was noted to be a little medial and back left lateral. Another automatic screening test was performed and did not pass in four different positions. The rate was increased to 240 and then noise was seen and two more untreated events were noted. There was discussion that the patient may have had a silent myocardial infarction. Engineering reviewed data from the subcutaneous implantable cardioverter defibrillator (s-ICD) and found low sensing amplitude in all three vectors. They planned to bring the patient in for rescreening and further testing. Approximately one month later the s-ICD and electrode were explanted due to the t-wave oversensing and double counting. The cause of the change in amplitude signals was never fully determined. The patient was implanted with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the electrode was returned severed at 290 mm from the terminal pin. Two segments were returned totally a length of 450 mm. A thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found blood and body fluid in the lumens and tissue in the high voltage coil. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Analysis was unable to confirm the field allegation.